Event description:
Patient passed away (B)(6) 2022 and was a diabetic. He was using the device on the pa(physician assistant) request for his diabetes diagnosis. Hcp (healthcare professional) did consent to follow up (B)(6) no further information provided or available regarding this report. (B)(4).